Event description:
An initial event notification was received by united therapeutics drug safety on 24-feb-2026 from (B)(6) and forwarded to millyard advanced medical products, llc on 25-feb-2026. It was reported that the patient was admitted to the hospital after experiencing issues with their remunity pumps. Information regarding the specific type of device issue was not provided. While being transferred to a new hospital, the patient reported that their remunity pumps and medication were misplaced. Information received on 11-mar-2026 from (B)(6) stated that a specific discharge date was not provided for the patient's initial hospitalization. (B)(6) explained that another report was received on 07-mar-2026 indicating that the patient presented to the emergency room on (B)(6) 2026 and later expired on (B)(6) 2026 while hospitalized. Information regarding the reason for the patient's second hospitalization and the specific cause of death was not provided.

Manufacturer narrative:
The exact date for the onset of the reported pump issues prompting the patient's initial hospitalization was not provided. Therefore, the event date (b3) could not be determined and was not provided in this report. The reason for the patient's second hospitalization and the specific cause of death have not been provided. Based on the information available for assessment, a relationship between the remunity pump and this hospitalization and the patient's expiration cannot be determined. Efforts to obtain additional information from (B)(6) are ongoing. Any new information relevant to the reported event will be provided in a follow-up report. No components or further information have been provided to millyard advanced medical products, llc, for additional investigation at this time.

Event description:
An initial event notification was received by united therapeutics drug safety on 24-feb-2026 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 25-feb-2026. It was reported that the patient was admitted to the hospital in (B)(6) 2026 after experiencing issues with their remunity pumps. Information regarding the specific type of device issue was not provided. While being transferred to a new hospital, the patient reported that their remunity pumps and medication were misplaced. Information later received from accredo health group, inc. Stated that a specific discharge date was not provided for the patient's initial hospitalization and the patient transitioned onto the remunitypro system on (B)(6) 2026.

Manufacturer narrative:
Follow-up to MDR #3016798778-2026-00065, submitted on 25-mar2-2026. This submission includes additional information obtained since the original submission. Additional information communicated by accredo health group, inc. On 25-mar-2026 indicated that the patient's second hospitalization was related to issues with their remunitypro system. Accredo further reported on 01-apr-2026 that the patient was using remunity devices during their initial hospitalization but later transitioned to the remunitypro system on 25-feb-2026 and expired while using the remunitypro system. Based on this information, the details regarding the patient's second hospitalization and expiration were removed from section b5 and were filed in a subsequent report against the remunitypro system (reference MDR #3016798778-2026-00080). Sections b2, h1, and h6 were also updated to reflect this new information. At this time, no components or further information have been provided to millyard advanced medical products, llc, for additional investigation.